Event description:
Treatment of an aneurysm. It was reported that the proximal section of the pipeline was not opened after deployment and a balloon was required to achieve full wall apposition. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Update on patient condition: it was reported that the patient did not take aspirin and plavix after went home. Subsequently, the patient presented a large mca stroke as a result of the pipeline occluded. (B)(4).